Event description:
Customer reported sparking from the left side of the pc unit and that a small flame shot out of the left side of the unit. The nurse stated she applied water with a wet cloth and the device started to smoke. The nurse reports that there was no harm to her or to the pt and that she did not notice anything unusual prior to the event. The biomed reports the pump module that was attached to the pc unit appears unaffected. He has taken the device apart and says the power supply failed. Although requested, the customer could not provide any more pt or event details.

Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A f/u report will be submitted with the failure investigation results once it is complete.